Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device replacement procedure, insulation damage was visually confirmed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of insulation defect was not confirmed. As received, a partial lead was returned in two pieces for analysis. The insulation was pulled at the is-1 connector boot region, which was found to be consistent with procedural damage. X-ray and electrical examinations of the lead did not reveal any indication of conductor fractures. All damages revealed are consistent with procedural damage.